Event description:
At 2:35 pm, esu coagulation not effective-turned setting from 40 to 45, grounding pad sensor on machine showed full contact and no "fault" readout. Continued to have poor esu coagulation and turned to 50, noted sensor full contact and no "fault" reading. Changed esu hand control, checked pt grounding pad on pt's left lateral thigh, observed the grounding pad had good complete contact with skin and no betadine solution or any drainage observed in area of esu pad site. The grounding pad had two brown areas on it, the left lateral thigh had two burns, one approx the size of a quarter and one approx the size of a nickel.